Event description:
It was reported that the customer is replacing the display board. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action

Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Event description:
It was reported that the customer is replacing the display board. There was no patient involvement.